Event description:
Additional information was requested; however, no further specific details on this incident were received. "The device has already been exchanged. No further information provided."

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted a damaged printed circuit board (pcb). The device had no power, confirming the complaint. Root cause was attributed to the damaged pcb. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not turning on. Patient involvement is unknown.